Manufacturer narrative:
Multiple attempts have been made on 17oct2025, 24oct2025, and 31oct2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. The customer had recently replaced the flow sensor assembly and the error occurred after. The remote service engineer (rse) performed a troubleshoot with the customer. The rse had the customer confirm the data acquisition (da) to motor controller (mc) cable was firmly attached. The customer informed the rse that the da to mc cable was not fully seated correctly. The customer seated the da to mc cable correctly and powered on the device without error. The customer stated they would finish testing and callback if necessary. This investigation is ongoing.